Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. Service technician was able to duplicate customer reported issue of the unit alarming "vent inop" during testing and evaluation, the ventilator's inop led would flash intermittently during normal power down. Bench testing revealed a non-conforming lower encoder panel was causing the reported issue. Vyaire medical replaced the lower encoder panel to resolve the reported issue.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator's inop light was active, and there was no output from the ventilator. There was no report of any patient involvement associated with this reported event.